Manufacturer narrative:
If implanted, give date: not applicable, as there was no patient contact. If explanted, give date: not applicable, as lens was not implanted hence not removed. Phone: (B)(6). The intraocular lens (iol) is not returned for evaluation despite several follow-ups; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, the haptic of intraocular lens broke. Issue happened without patient contact. No other information is provided.